Manufacturer narrative:
Block b3: the date of the event was approximated to 10/1/2024 based on the date the manufacturer became aware of the event block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.

Event description:
It was reported to boston scientific corporation that a captiflex extrasmall oval flexible snare was used in the colon during a colonoscopy procedure performed on an unknown date. During the procedure, there was a problem not cutting through polyps. The procedure was completed with another captiflex extrasmall oval flexible snare. There were no patient complications reported as a result of this event.